Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that the item fractured by the tip. Procedure not completed. No impact on patient's health.